Manufacturer narrative:
The insulin pump was received with no unexpected power loss anomalies, low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. The insulin pump passed displacement test, sleep current measurement, active current measurement and self test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump received replace battery alarm. The customer¿s blood glucose level was unknown. Troubleshooting was not performed. The insulin pump will be returned for analysis.